Event description:
The customer reported that the image on the workstation appeared like a figure 8 on the workstation. He stated the system had a split image, and suggested the interconnect cable may be broken somewhere causing a break in the video sync. Also once before the pins in the recepticle had been pushed in.

Manufacturer narrative:
This MDR is related to ge healthcare. The customer was able to fix pins on the lemo recepticle cable and no longer needed service. If they get pushed in again, the ge service rep recommended replacing the lemo cable. The system operates as intended.